Event description:
It was reported that the patient presented to the clinic for evaluation after receiving a vibratory alert due to noise. Isometric testing reproduced the noise. Lead noise episodes were detected, therapy was appropriately inhibited. The pocket was opened and a competitors lead came out of the header with a gentle tug. The lead was reinserted and secured. The device remains implanted and the patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.